Event description:
The pt was reportedly experiencing loss of lock since bumping his head about a couple weeks ago. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the pt's device was not functioning. The device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.